Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior vaginal repair and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that patient underwent anterior vaginal repair, cystocele repair with transvaginal tape bladder suspension with the gynecare secure device and four-arm prolift application for repair of a third-degree cystocele on (B)(6) 2006. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation with urinary stress incontinence and symptomatic cystocele. It was reported that patient underwent mesh removal of avulsion and oversew on (B)(6) 2012 due to pelvic mesh avulsion into the vagina. Patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior vaginal repair and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation with urinary stress incontinence and symptomatic cystocele. It was reported that patient underwent mesh removal of avulsion and oversew on (B)(6) 2012 due to pelvic mesh avulsion into the vagina. No additional information was provided.